Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an image blackout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the image blackout was likely caused by chips affecting the image and subsequent component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.